Manufacturer narrative:
(B)(4). Date sent 2/11/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch #479c53. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with one tyvek and with a gst45d reload (a) loaded on the device. The reload was received fully fired. Additionally two gst45g reloads (b & c) were returned. The reloads were returned partially fired 1/3. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended without any difficulties noted. No abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 479c53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025. D4: batch # unk. Additional information was requested, and the following was obtained: how was the bleeding controlled? The exchange was made for a tlc75 stapler. How much blood was lost (ml)? It was not measured exactly, but around 500ml. Did the patient require a transfusion? No, the patient did not require a transfusion. Bleeding was controlled after re-stapling with tlc75. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There were no postoperative complications. The patient did not require prolonged hospitalization, readmission, or a new operation. The postoperative went on as expected.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d87j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the staples did not close in the tissue after firing the device which presented a great bleeding. Changed to a new reload but this time the device presented a different noise ("low battery, thick tissue"). Changed to another one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.